Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not adjusted the time setting on the pump to reflect daylight savings time. Customer's blood glucose level was 218 mg/dl. Tandem technical support assisted the customer with correcting the time.